Event description:
Boston scientific received information that during the procedure to replace this pacemaker, the leads could not be removed from the device header. A bone cutter was used to facilitate lead removal by removing the back of the header and pushing on the terminal pin of the leads. As the patient is pacer-dependant, the physician had elected to use a temporary pacer during the procedure. The pacemaker was replaced due to being on the hermetic sealing component advisory list and was returned for analysis.

Manufacturer narrative:
Upon receipt, no terminal pin or lead was noted to be returned in the header. All setscrews moved freely and operated normally. A post decontamination visual inspection noted no other irregularities and there was no evidence of silicone to silicone bonding in the header inner rings. Normal telemetry and interrogation was noted. The battery status at the time of explant was good and the gas gauge was pointing to 10%. The device passed as received manual electrical measurements, pacing and sensing normally. Longevity calculations performed using available parameters reveal a projected minimum longevity of 65 months. The device was implanted for approximately 77 months.